Event description:
Bilateral breast augmentation in france approx 20 yrs ago with silicone gel implants. History of increasing bilateral breast pain & discomfort. Pt has difficulty proceeding w/normal daily activities due to pain. Mammogram shows diffuse capsulization. Pt also has rt upper lateral breast mass. Pt has history of cancer of the cheek & eye.